Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Investigation results: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Should any additional information be received the complaint will be reopened.

Manufacturer narrative:
H6: investigation conclusions.

Event description:
It was reported that during cori assisted tka surgery, the preplanned flexion and extension gaps of the real intelligence cori console did not match the plan post operatively. The surgeon based off manual feel was confident that the gaps were appropriate and matched pre operative gap plan. Surgery was resumed without any delay with the same device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).